Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her sensor glucose was 60 mg/dl but her blood glucose was 34 mg/dl. The patient treated for the low blood glucose and declined further troubleshooting. The insulin pump was not returned for analysis.